Event description:
Caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to uninstall and reinstall the mobile app, and to monitor battery depletion, following up if it exceeded 35% per day. Customer understood the instructions.